Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her battery cap and battery compartment were damaged; the insulin pump would not take batteries anymore. The patient had a blood glucose of 500 mg/dl at one point. The customer has been treating via insulin pens. The customer stated that the insulin pump was dropped and the device was damaged; the battery compartment was cracked and the piece that broke off was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor and with corroded battery tube. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had stripped battery cap coin slot, cracked case at the display window corners, broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window and missing the end cap sticker.